Event description:
As reported, in (B)(6) 2022 while the doctor was removing the stent of the universa soft ureteral stent set, the stent became knotted. No unintended section of the device remained in the patient and no additional procedures due to this occurrence. There have not been any reports of adverse effects on the patient due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.

Manufacturer narrative:
Date of event is unknown per the customer "happened sometime in (B)(6) 2022". Initial reporter occupation: urology specialty nurse coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: as reported, in (B)(6) 2022 while the doctor was removing the stent of the universa soft ureteral stent set, the stent became knotted. No unintended section of the device remained in the patient and no additional procedures due to this occurrence. There have not been any reports of adverse effects on the patient due to this occurrence. Investigation ¿ evaluation : reviews of documentation, instructions for use, and quality control procedures were conducted during the investigation. The device was not returned to cook for investigation. Cook could not complete a review of the device history record or complaint history due to a lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "warning: formation of knots in multi-length stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal.¿ based on the available information, cook concluded that a root cause was unable to be found and due to a lot number not being provided, the device history record (DHR) review was unable to be performed. Without further information regarding the event, the cause is indeterminable. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.